Manufacturer narrative:
New information was obtained from the author of the study. The problem experienced was described as, "stimulation to the vagus without sound and curve; not convincing preoperative tests; curves and sound missing without nerve damages." It is not possible to locate the product numbers, lot numbers, serial numbers, specific dates, or patient data. Some of the problems encountered occurred on initial use of the devices. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
New information was obtained from the author of the study. The problem experienced was described as, "stimulation to the vagus without sound and curve; not convincing preoperative tests; curves and sound missing without nerve damages." It is not possible to locate the product numbers, lot numbers, serial numbers, specific dates, or patient data. Some of the problems encountered occurred on initial use of the devices.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant devices: nim stimulating probe, identifying information unknown. Nim mainframe, identifying information unknown. (B)(4). The products have not been returned for analysis.

Event description:
This complaint originates from a retrospective study published in the international journal of surgery in 2014, titled "role of intraoperative neuromonitoring of recurrent laryngeal nerves in the outcomes of surgery for thyroid cancer," by pietro giorgio calo, et al. The aim of this retrospective study was to evaluate the role of intraoperative neuromonitoring in reducing the postoperative recurrent laryngeal nerve (rln) palsy rate during thyroidectomy for thyroid malignancy. The medtronic nim system and accessories were used in the cases. When describing the methods used, the authors note that cases in which the nerve monitor did not function properly were excluded from the study. While this information would indicate that the medical team was aware that the monitoring setup was not working properly, there is not enough information to conclude that the device adequately alerted the user. The outcomes of these excluded cases are not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.